Event description:
Customer reported that on (B)(6), 2010 he was unable to test due to a port issue involving his freestyle freedom blood glucose meter. It was further reported he experienced extreme nausea and vertigo. Customer's sister-in-law called the paramedics, who upon their arrival checked his blood glucose (result not reported), vital signs and transported him to a local emergency room. It was also reported they "may have" given customer a "shot of something". At the healthcare facility customer's vital signs were checked, a chest x-ray was performed and a urinalysis was done. Customer did not know whether he received a diagnosis or if additional treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.